Event description:
It was reported that the device could not establish telemetry to complete an interrogation, and a power on reset had occurred. The device was explanted. No patient complications have been reported as a result of this event.